Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). A visual and functional examination of the complaint device could not be performed as the device was not returned for analysis. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. The dfu lists asthma exacerbation a possible adverse events that may occur with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014. This complaint is being reported based on the event of aggravated asthma. According to the complainant the patient was admitted to antelope valley hospital on (B)(6) 2013 for asthma related symptoms. The patient was discharged on (B)(6). On (B)(6) 2014 the patient was admitted to antelope valley hospital for asthma related symptoms. The event is reported as continuing. Attempts to obtain additional information regarding the circumstances surround this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report (supplemental medwatch report) will be submitted.